Event description:
According to draft article being prepared to submit to scientific world journal, there are 5 hero graft patient complaints listed: one perioperative death due to mi, one ligation due to steal syndrome, and 2 explants due to infection in the first 21 patients who have had hero grafts implanted at the hospital since (B)(6) 2011. The majority (17 of 21) of patients had procedure modification at implant to include flixene grafts attached to a small portion of hero graft eptfe. This report represents one of the infection explants. Additional information indicates the patient who thrombosed due to poor inflow, and then got infected.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to modification of the hero graft allowing earlier cannulation and reduction in catheter dependent days in patients with end stage renal disease, a draft article being prepared to submit to scientific world journal, there were five adverse events involving hero graft patients: one perioperative death due to myocardial infarction (mi), two explants due to infection, one ligation due to steal syndrome, and one explant due to poor cardiac output in the first 21 patients who have had hero grafts implanted at the hospital since (B)(6) 2011. The majority (17 of 21) of patients had procedure modification at implant to include flixene grafts attached to a small portion of hero graft eptfe. This report represents one of the infection explants. Additional information indicates the patient who thrombosed due to poor inflow, and then got infected. While the causes of the events and the relationship of the events to the hero graft are not possible to determine, all five events represent known potential complications that can occur in patients receiving a hero graft implant. Adequate caution and warnings are present in the hero instructions for use.

Event description:
According to draft article being prepared to submit to scientific world journal, there are 5 hero graft patient complaints listed: one perioperative death due to mi, one ligation due to steal syndrome, and 2 explants due to infection in the first 21 patients who have had hero grafts implanted at the hospital since (B)(6) 2011. The majority (17 of 21) of patients had procedure modification at implant to include flixene grafts attached to a small portion of hero graft eptfe. This report represents one of the infection explants. Additional information indicates the patient who thrombosed due to poor inflow, and then got infected.